Event description:
The hcp reported the pt presented with severe abdomnal spasms, hypertension, tachycardia, arrhythmia, cyanosis, agitation, and fever. This was reported to be secondary to the inability to access the pump which was inserted below the abdominal muscles. "Oral baclofen did not prevent pt from having baclofen withdrawal." The pt was immediately transferred to the intensive care unit, was intubated, and mechanically ventilated. An ativan drip was started and the pt was cooled using a cooling blanket. "Later on the pt received an intrathecal epidural catheter externally and baclofen intrathecal was infused until pump was reinserted." The pt is reported to have recovered without sequela.